Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing anastomosis of the rectum during a low anterior resection, the staple formation was good but there was an incomplete distal donut. It was also stated that the anvil bent. A leak test was done which tested negative. A second anastomosis was performed. Another resection of the rectum and rejoin both ends together. The event resulted to unanticipated tissue loss.